Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address pain and acetabular loosening. Doi: 2 years ago - dor: (B)(6) 2011 (right side). Update - (B)(4) 2011 - litigation papers allege patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implants: significant and permanent personal injury including but not limited to release of metal and metal ions into her body tissues and blood, pain, distress, anxiety and limitation of movement. It is also alleged patient sustained significant economic damage through past and future lost wages and past and future impairment of earning capacity, interfering with work and daily living activities and interference with her ability to perform other economically productive enterprises. Femoral head added to complaint. Doi: (B)(6) 2009. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain and acetabular loosening.